Event description:
On january 12, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was continuously giving unspecified "error" messages. On january 2, 2007, the patient was able to get a reading of "16.0 mmol/l." At the time, the pt was taking 1 pill each of "metformin" and "diamacron" before breakfast and dinner time. He was testing his blood glucose twice a day. That day, the pt was able to take one last dose of each pill before completely running out of the medications. The next day, the pt started encountering the unspecified error messages and was unable to test his blood glucose. The patient was unable to take his morning medications due to not having any available. Since he did not take any medications that morning, the patient decided to reduce his food intake, drank a lot of water, and participated with a shift at work that required physical activity (cycling). While at work, the patient developed symptoms of feeling dizzy, unsteady, and started having cramps and a headache. He was unsure if his blood glucose was high or low and ended up leaing work. When he got home, the patient tried to administer self-care by eating food and/or drinking a beverage. He believed the symptoms might have been caused by fatigue at work or an oncoming bout of a flu. After eating, the patient's symptoms got worse. He went to a hospital and had his blood glucose tested. The hospital obtained a blood glucose result of about "20.0 mmol/l" from the patient. He was treated with insulin which relieved his symptoms within 2 hours. At that point, his blood glucose level had been reduced to about 10.0-12.0 mmol/l. He was then released from the hospital. The meter, test strips, and control solution were replaced. Although the pt ran out of his medication and was unable to take any on the day of the event, this complaint is being reported due to the following conclusion: the patient was allegedly unable to test his blood glucose on the day of the event because of the meter error messages. (It is not clear if the patient tried to test his blood glucose before and during the time he had developed symptoms). After developing the symptoms, he was not sure if his blood glucose was high or low. He ate food which worsened his symptoms. The patient then went to a hospital, and a hyperglycemic blood glucose level (about "20.0 mmol/l") and was successfully treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.